Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The generator interface board and the fluoro functions board (ffb) was reloaded and recalibrated. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system displayed a system control error message upon boot up, and would not take x-rays. No pt injury was reported.